Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. The date of suspected plate breakage is (B)(6) 2017; however this is the date the patient experienced symptoms and it is unknown if this is the date the plate actually broke. This report is for one (1) unknown matrix mandible preformed plate. Part and lot numbers are not available for reporting. Other number-UDI: unknown part number, UDI is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation after hardware removal but has not yet been received. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted to a matrix mandible preformed reconstruction plate on (B)(6) 2014. During the original surgery, the patient underwent a resection of his left mandible with a fibula flap placement and preformed synthes hardware. Reportedly the fibula graft failed and bone was removed shortly thereafter. The date of the bone removal is unknown. On (B)(6) 2017, the patient was reportedly eating a burrito and felt his jaw pop. The patient has reportedly has had pain and limited function (decreased range of motion) since then; an x-ray taken confirms the implanted hardware has fractured proximally. The plate was noted to have been functional until the recent post-operative break noted on (B)(6) 2017. A revision surgery is pending but a date has not yet been scheduled. Concomitant devices reported: matrix mandible screws (part # unknown, lot # unknown, quantity unknown), matrix fibula flap (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown matrix mandible preformed plate. This report is 1 of 1 for (B)(4).